Event description:
On 2023-dec-11, information was received from an healthcare professional (hcp), regarding a patient receiving morphine and / or dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. Information was initially received from an nurse that stated the patient had a cystoscopy with bilateral stent placement and was now getting oversedated. The caller was asked if the healthcare professional (hcp) was aware that the patient had a pump and they stated no, but the nurse was aware. The nurse requested a way to turn the pump down. The nurse had no programmer and was unfamiliar with the pump. Troubleshooting / interventions were discussed. Another hcp called in and reported the patient was admitted to the intensive care unit (ICU) and was getting a continuous dose of dilaudid. The hcp stated they "have been trying to turn the pump off since 5am" and the patient was in respiratory distress and about to go into respiratory failure. The hcp was redirected to nas to page a manufacturer representative (rep) to further address the issue and turn the pump off. The hcp did say they have been using narcan and trying to keep the patient alive. The hcp stated the patient did have a bilateral stent surgery and the patient had been overmedicated. On 2023-dec-11, the patient called in and reported getting too much medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.